Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer did not recall any significant events leading up to the error. Blood glucose level was not provided. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The unit had cracked batter tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.